Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 407652 lead, implanted: (B)(6) 2010.

Event description:
It was reported that during the implant attempt, the lead had high threshold and produced diaphragmatic stimulation. The lead was not used and a second lead was attempted which also had high threshold and produced diaphragmatic stimulation. Both attempted leads encountered difficult patient anatomy. The second lead was not used and a third lead was implanted with no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.